Manufacturer narrative:
No product was returned for investigation. The cause of the hematuria was not determined due to insufficient clinical details. The cause of the vascular dissection was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.

Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp exhibited amber urine and potential vessel damage. Additionally, the silver latch that connects the pump to the automated impella controller (aic) was broken. No patient harm was reported. This report represents the pump. Another reported was submitted to represent the aic. Refer to section h.10 for the related report number.